Manufacturer narrative:
Eval summary: the device was not returned for evaluation, therefore, no further observations as to its condition could be made. No x-rays, photos, or surgical notes from either the primary or revision surgery were received. The time in vivo is unknown. Patient factors that may affect the performance of the components such as activity level and type of activity (low impact vs. High impact) are not known. The lot number of the zirconia head were not provided, therefore, the manufacturing records could not be examined. Due to insufficient information, no probable cause analysis can be completed at this time. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. Although it cannot be definitively determined due to the lot number being unknown, given the implant date it is likely that this device was part of the 2001 zimmer recall 1822565-08/16/2001-002.

Event description:
It is reported that the patient was revised because the zironia head shattered.